Event description:
During a routine follow-up interrogation it was reported that a message occurred stating, "chargings aborted (>40 s): warnings". Ela medical recommends explantation, therefore the device will be explanted.